Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she inserted a sensor and bled excessively. The customer also reported that she inserted another sensor that may have been broken. Blood glucose level at the time of the incident was 150 mg/dl. The customer also reported receiving sensor errors and calibration errors. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and did continuity resistance test. The sensor failed per specification.